Event description:
It was reported high threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The lead exhibited normal electrical characteristics. Dried body fluid inside the inner insulation prevented the pacing coil rotation and the helix actuation. Too many revolutions were applied when trying to actuate. The helix has caused the pacing coil to become over torque. The helix could be fully extended and retracted on a short length of lead.